Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. Neither the system controller (serial number (B)(6)) nor the exchanged backup battery were returned for analysis, and no log files were provided. Available information for this event indicates that the backup battery was exchanged to resolve the issue. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated to address the issue. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller experienced a emergency backup battery (ebb) fault alarm after installing the ebb at the end of the patients implant case. Self test completed with no resolution of alarm, the ebb was reseated with no resolution. The ebb was exchanged was exchanged which resolved the issue.